Manufacturer narrative:
Additional information was provided that the battery was "uncharged".

Event description:
It was reported to philips that the machine cannot be used. Additional details have been requested. The device was not in use on a patient. Additional information was provided that the battery was "uncharged".

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the machine cannot be used. Additional details have been requested. The device was not in use on a patient.